Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('fragments of the essure devices on the intramural segment of the tubes'), embedded device ('fragments of the essure devices on the intramural segment of the tubes') and umbilical granuloma ('granuloma at umbilical level') in a female patient in her thirties who had essure (batch no. 20226500) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, gravida ii, appendectomy and smoker. No known allergies. Previously administered products included for an unreported indication: nuvaring. Family history included breast cancer (mother and paternal aunt), ovarian cancer (aunt), leukemia (maternal aunt) and dyslipidaemia (father). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), umbilical granuloma (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain ("relapsing lowback pain / periodic bacl pain "), fatigue ("significant tiredness"), alopecia ("hair loss"), dysmenorrhoea ("menstrual pain") and abdominal pain ("sporadic abdominal pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019, resection of granuloma and total laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, back pain, fatigue, alopecia and dysmenorrhoea outcome was unknown, the device breakage, embedded device and umbilical granuloma had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, pelvic pain, swelling and umbilical granuloma to be related to essure. The reporter commented: the essure device is inserted without issues. Left ostium: 3 loops. Right ostium: 5 loops. The patient had the permanent contraceptive extracted first through a bilateral salpingectomy surgery on (B)(6) 2019, and later another surgery on (B)(6) 2020 to remove remains (not specified) through a hysterectomy surgery, together with a surgical repair/removal of a granuloma vs. A herniorrhaphy (general surgery). The lawyer reported that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Abdominal x-ray - on (B)(6) 2019: suggestive of metal remains; on (B)(6) 2020: no evidence of essure remains. Computerised tomogram - on (B)(6) 2019: fragments of essure devices in the intramural portion of both fallopian tubes. Conclusion: essure remains.. Ultrasound scan vagina - on (B)(6) 2020: uterus absent due to previous surgery. Normal adnexa, no pathological images. No pelvic masses. Lot number: 20226500, manufacture date: 2009-11, and expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-aug-2021: quality safety evaluation of ptc. We received a lot number for this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), fatigue ("significant tiredness"), alopecia ("hair loss") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy surgery (to remove remains)). Essure was removed. At the time of the report, the pelvic pain, swelling, genital haemorrhage, back pain, fatigue, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and swelling to be related to essure. The reporter commented: that the patient had the permanent contraceptive extracted first, through a bilateral salpingectomy surgery on (B)(6) 2019. And later another surgery on (B)(6) 2020 to remove remains (not specified), through a hysterectomy surgery. The lawyer reported, that the damages manifested after the insertion of the device. And continued through time. Some appeared immediately. And others appeared gradually over time. The lawyer also reported, that the claimants have suffered psychological sequelae, and their quality of life as well. As their personal and family relationships were damaged. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain (" low back pain"), fatigue ("significant tiredness"), alopecia ("hair loss") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy surgery (to remove remains)). Essure was removed. At the time of the report, the pelvic pain, swelling, genital haemorrhage, back pain, fatigue, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and swelling to be related to essure. The reporter commented: that the patient had the permanent contraceptive extracted first through a bilateral salpingectomy surgery on (B)(6) 2019, and later another surgery on (B)(6) 2020 to remove remains (not specified) through a hysterectomy surgery. The lawyer reported that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('fragments of the essure devices on the intramural segment of the tubes'), embedded device ('fragments of the essure devices on the intramural segment of the tubes') and umbilical granuloma ('granuloma at umbilical level') in a female patient in her thirties who had essure (batch no. 20226500) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, normal delivery, appendectomy and smoker. No known allergies. Previously administered products included for an unreported indication: nuvaring. Family history included breast cancer (mother and paternal aunt), ovarian cancer (aunt), leukemia (maternal aunt) and dyslipidaemia (father). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), umbilical granuloma (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), back pain ("relapsing lowback pain / periodic bacl pain "), fatigue ("significant tiredness"), alopecia ("hair loss"), dysmenorrhoea ("menstrual pain") and abdominal pain ("sporadic abdominal pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019, resection of granuloma and total laparoscopic hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, back pain, fatigue, alopecia and dysmenorrhoea outcome was unknown, the device breakage, embedded device and umbilical granuloma had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, pelvic pain, swelling and umbilical granuloma to be related to essure. The reporter commented: the essure device is inserted without issues. Left ostium: 3 loops. Right ostium: 5 loops. The patient had the permanent contraceptive extracted first through a bilateral salpingectomy surgery on (B)(6) 2019, and later another surgery on (B)(6) 2020 to remove remains (not specified) through a hysterectomy surgery, together with a surgical repair/removal of a granuloma vs. A herniorrhaphy (general surgery). The lawyer reported that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. The lawyer also reported that the claimants have suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Abdominal x-ray - on (B)(6)2019: suggestive of metal remains; on (B)(6) 2020: no evidence of essure remains. Computerised tomogram - on (B)(6) 2019: fragments of essure devices in the intramural portion of both fallopian tubes. Conclusion: essure remains.. Ultrasound scan vagina - on (B)(6) 2020: uterus absent due to previous surgery. Normal adnexa, no pathological images. No pelvic masses. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-aug-2021: legal claim and medical records received. Information added: patient's age group, medical history, laboratory exams, essure insertion/removal dates and lot number, essure insertion details, events "sporadic abdominal pain", "fragments of the essure devices on the intramural segment of the tubes" and "granuloma at umbilical level". We received a lot number for this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.